Manufacturer narrative:
G4:07dec2020. B4:08dec2020. The manufacturer¿s international service technician could not confirm the reported issue. The reported phenomenon was unable to be confirmed despite operation. The manufacturer¿s international service technician replaced the battery preventively to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020. .

Event description:
The customer reported "battery failed" alarm occurred. There was no patient involvement.